Event description:
It was reported "there was a possible perforated esophagus into pleura." A kub [(kidney, ureter, and bladder) was taken prior to feed initiation, feeds were initiated and a chest drain had to be placed." Additional information received 20-mar-2025 stating the patient had cortrak inserted. A kub was performed to verify placement. "The patient was transferred to a telemetry floor. Overnight the patient had increased [oxygen] o2 needs. On (B)(6) 2025, the chest x-ray revealed the cortrak was in the lung. The patient received tube feed in the hours prior to the discovery. The patient ultimately required intubation. A follow up chest x-ray showed a pneumothorax, and a chest tube was inserted. The patient remained intubated and sedated until a compassionate wean decision was made by the family." Additional information received 21-mar-2025 stating the date of expiration is unknown "as the patient was transferred to hospice on [(B)(6) 2025]."

Manufacturer narrative:
Software version: 2.8. The actual complaint product was not returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 03-apr-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 20040411, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 05-feb-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.